Event description:
Healthcare professional reported, "implant exchange with no complaint". Healthcare professional, later reported, "device was discovered ruptured, during surgery". This record is for the left side. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Corrected data: g.3 aware date of supplemental medwatch 1 should have been listed as 02apr2024.

Event description:
Healthcare professional reported "implant exchange with no complaint". Healthcare professional later reported "device was discovered ruptured during surgery". This record is for the left side. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical damage. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a.6; b.6; d.9; h.3; h.6.

Event description:
Healthcare professional reported "implant exchange with no complaint". Healthcare professional later reported "device was discovered ruptured during surgery". This record is for the left side. Device explanted.